Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, for a life sustaining infusion, a no disposable clamp tubing error message was noted. Subsequently, a new mix with new cassette was used to resolve the issue. No adverse effects were reported.